Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, d9 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although the device was not returned for evaluation, the reported event was confirmed via photo. Based on the results of the investigation and available information provided, it is likely that external stress was applied by the user to the lock lever of the connecting tube toward the incorrect direction, which led to breakage of the tube. Therefore, the tube was unable to be connected. However, a definitive root cause could not be determined. The instructions for use warns the inspection method associated with the event in: 9 preparation and inspection visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connecting tube could not be connected to the channel connector in the reprocessing basin. The issue was found during reprocessing. There were no reports of patient harm.